Event description:
It was reported that during an implant procedure, it was not possible to tighten the lead into the atrial port of the device header possibly due to a set screw problem. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.